Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The reported condition was not confirmed, however a no flow was detected at the junction of the tubing and the female luer. No root cause was identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance regarding the interlink y-type micro extension set in which the female port on the set looks like it is melted or malformed not allowing solution to flow, which is causing the flogard pump to alarm occlusion. They removed the interlink injection sites in order to have the primary tubing connect via luer lock as opposed to connecting to the interlink. Once the primary tubing was connected via luer lock, they attempted to start an infusion and the pump alarmed occlusion. They then inspected the tubing and noticed the opening of the luer was "melted" over. There was a barrier over the luer which was preventing flow. The patient was connected but the infusion never started, therefore the samples are not contaminated. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.